Manufacturer narrative:
The lot was manufactured between october 12, 2016 - october 13, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused the medication. The patient was connected for five days before disconnecting and approximately half of the initial volume was still in the device. The total fill volume was 267ml of an unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.